Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) an unspecified number of tubes were missing additive causing clotting within the tubes. Sample recollection occurred.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 13-may-2024. It was reported when using the bd microtainer® tubes with k2e (k2edta) an unspecified number of tubes were missing additive causing clotting within the tubes. Sample recollection occurred. H.6. Investigation summary: bd specimen management received two-hundred and five (205) unused customer representative samples from material: 36597499 lot: 3321363 for evaluation. All samples were evaluated for visual presence of additive with acceptable results. Fifteen (15) samples representing each solution dispense position that was present in the customer samples were evaluated for quantity of additive. All tested sampleswere found to comply with specifications. Additionally, fifty (50) retention samples of each lot from bd inventory were evaluated by visual examination and no issues were observed. Fifteen (15) retention samples of each lot were evaluated by functional testing and no issues were observed relating to insufficient additive quantity as all samples met specifications. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Patient 1 of 2: it was reported when using the bd microtainer® tubes with k2e (k2edta) an unspecified number of tubes were missing additive causing clotting within the tubes. Sample recollection occurred.